Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing roller brushed black on white / blank display followed by an unexpected intermittent beep alarm due to both a cracked lcd controller and a cracked lcd screen. Unable to perform functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement tests; it failed sleep current measurement, and self tests due to the display anomaly. The serial number label located between the belt clip rails is peeling at the bottom end, and the middle (enter) keypad button is cracked.